Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue occurred due to video connector failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center button of the video connector was damaged. The issue was observed during preparation for use on an ear, nose, and throat examination procedure. The procedure was completed with a similar device with no delays. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the damaged connector and also found the image was intermittent due to the damaged connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during a field service engineer device evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The push button of the video connector was damaged, resulting in no image when shaking the video connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.